Manufacturer narrative:
The technician lubricated the siderail latch mechanism to repair the bed.

Event description:
Information received indicates the right intermediate siderail latch is not locking in the raised position.